Manufacturer narrative:
Correction: d2a - common device name, d2b - procode d2a: simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings this report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m807001 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 193-000 / lot m807001, test base part number 192-430 / lot m807001. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m807001 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause could be patient sample interference.

Event description:
The customer reported unknown number of false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2024 and (B)(6) 2024 involving unknown number of patients. This MFR. Report addresses result two (2) of two (2). No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This report is being filed on an international product, list number 193-000 that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported unknown number of false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2024 involving unknown number of patients. This MFR. Report addresses result two (2) of two (2). No additional patient information, including treatment and outcome, was provided.